Event description:
During an exploratory laparotomy with removal of left suprarenal tumor, and left adrenalectomy, the physician found red rubber like ring inside the surgical site. Another ring like object was found inside the lap sponge. The sponge was removed from the surgical field.